Event description:
It was reported that the pt was revised due to infection. During revision, only the liner and head were exchanged and the surgeon noted significant scoring on the liner surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.